Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the up arrow keypad button did not respond to user presses appropriately. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad was worn and damaged. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿ button responded intermittently. Removal of the keypad cover found contamination under the contrast and ¿up¿ button contacts. Unrelated to the button issue, the verify screen was observed to be dim and discolored.